Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) via an implantable pump for intractable spasticity. It was reported that the patient was admitted 3 days ago and the patient felt there was something wrong with the pump. Then patient did not feel like he was getting the medication that he was prescribed and had more spasticity . The caller verified that there were no alarms sounding from the pump. .